Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(4). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4)market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been four other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that five days following a cataract intraocular lens (iol) implant procedure, a patient developed postoperative inflammation. On the fifth postoperative day, keratic precipitates and anterior chamber cells were observed. Two days later, hypopyon and anterior chamber cells were observed. The cells were smaller than usual. The protein density of cells was not particularly low. There was slight thermal current inside of the anterior chamber. The patient was treated with steroids, antibiotics and non steroid anti-inflammatory medications. On the tenth postoperative day, an anterior chamber washout was performed. The patient recovered after the surgical treatment. According to the surgeon, the event was non-infectious. The culture test results were negative and anti-inflammatory drugs worked effectively. The lens remains implanted.

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(6), 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on continued trending of all acrysof® models the acrysof® iq toric (B)(4) intraocular lenses (iols) for the (B)(6) market were added to the voluntary recall ((B)(6)2015). The manufacturer internal reference number is: (B)(4).